Event description:
The manufacturer report number was originally 6000089-2006-00336 and has changed as bsc has discontinued the use of the special reporting numbers granted by the FDA and are utilizing the regulation default site establishment registration numbers for reporting mdrs. It was further reported that during the index procedure, flow impairment was observed in a side branch. Final angiography revealed timi 3 flow with a 10% residual stenosis.

Manufacturer narrative:
(B) (4)